Event description:
The manufacturer received information alleging coughing, sinus or asthma, congestion and nasal/throat irritation or soreness that are related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegated visualization of particles related to a CPAP device's sound abatement foam. The patient has alleged to throat irritation and soreness. There was no report of serious or permanent harm or injury. The device was returned to the manufacturer's service center for further evaluation. The device was evaluated. There was no mention of visual findings to the external part of the device. The internal aspect of the device was inspected. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There were no errors found. The manufacturer concludes that they could not confirm the customer's allegation and there was no visible foam degradation.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Additional information was received and section b5 should be corrected as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices.the manufacturer previously received information alleging coughing, sinus or asthma, congestion and nasal/throat irritation or soreness that are related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacture inspected externally observed that dust/dirt contamination in blower box, outlet iso port and air inlet of motor inconsistent with degraded sound abatement foam and slight black contamination at the blower seal of the blower box consistent with the keratin contamination. Mineral deposits in the blower box are consistent with the use of non distilled water in the humider. The manufacturer used a fitt (foam integrity test tool) and can confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was evidence of sound abatement foam degradation. The manufacturer observed presence of contamination in the air path and mineral deposits in the blower box and are consistent with being from an external source. Section h6 type of investigation findings and investigation conclusions has been updated.